Event description:
It was reported that there was damage to the housing surrounding the usb port of the pump, though the damage did not impact the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for putting the pump into storage mode and arranged for a replacement pump to be sent. The customer was advised to return the damaged pump using a pre-paid label within 10 days, which the customer understood and acknowledged.